Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that patient had an unrelated procedure and the device was placed in surgery mode. Post procedure the implantable pulse generator (ipg) was unable to be connected to with the patient controller. Several attempts were made to resolve the issue however all attempts were unsuccessful, and the issue persisted. Patient will discuss options with their physician. No further information is available at this time.

Event description:
New information received states that the device was explanted, and a new device was implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.